Manufacturer narrative:
Section a4/a5: unknown/asked but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) haptic detached during insertion of the patient¿s right eye. The surgeon had to cut the lens out and insert a new one. Through follow up, it was confirmed the lens was fully implanted and removed during the same procedure, but the haptic detached as the surgeon was implanting the lens. There was no patient injury. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. No other information was provided.